Event description:
It was reported that the original procedure was done in 2006. Patient was revised 2 months and 18 days later due to a broken gamma nail.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.